Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified pain medication. No specific programming parameters were provided. The customer contact reported that during nursing rounds, the nurse found the display indicated the syringe was empty: however, no audible alarm tone was noted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. The customer reported the pt's pain was under control. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by list number or serial number; therefore, it will not be returned for investigation. (B) (4). (B) (4).